Manufacturer narrative:
(B)(4).

Event description:
It was reported that back in 2000 this was reported on the summary report (B)(6) 2000 for fracture and was capped. New information notes the lead also exhibited capture issues.